Event description:
It was reported that this was an arteriotomy closure of a right common femoral artery (rcfa) using a proglide device after an interventional emergency selective coronary angiography procedure with an 8f sheath. Reportedly, the proglide suture became entangled with the subcutaneous tissue, causing the proximal metal guide of the proglide device to separate from the distal sheath, leaving the distal sheath inside the rcfa. An incision was made on the subcutaneous tissue, and the distal sheath was removed using curved forceps. The soft tissue and access site were then manually sutured and manual compression was applied to achieve hemostasis. There was no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided, a definitive cause for the reported issue could not be determined. It is possible the device was sub optimal (foot in access site and subcutaneous tissue). During needle/suture deployment a likely break of the guide at the distal guide tube junction occurred leading to a separation of the guide and sheath. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.